Manufacturer narrative:
The subject product was returned for evaluation. Visual examination identified corrosion and charring of the internal components, which was due to fluid ingress into the motor housing. Saline passed beyond the lip seal of the motor mount, resulting in a short circuit. Cracks were identified on the motor mount which appears have allowed fluid to pass into the housing. Based on the investigation and sample evaluation, the reported thermal event is confirmed and the root cause was assessed to be manufacturing related.

Event description:
As reported, during a laparoscopic vertical sleeve gastrectomy procedure on (B)(6) 2021, there was an issue with the bard/davol hydrosurg suction irrigator. The device was in use for approximately 40 mins. An electrical burning smell coming from the battery pack of the irrigator (hydrosurg); upon opening at the end of the case, the battery pack was warm to touch and batteries were discolored. There was no reported patient or user injury.